Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to be severe calcification with moderate tortuosity and 70% stenosis. The lesion was pre-dilated. It was reported that the stent dislodged at an unk site. It was reported that the stent dislodged at an unk site. It was reported that the pt was sent to bypass surgery. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.